Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) said they turned their stimulation off and they were still feeling the stimulation when they talk. Pt said the controller said stimulation was off but they had been feeling it still since yesterday. The patient was redirected to their healthcare provider to further address the issue.